Event description:
A report was received that the patient had inadequate stimulation and difficulty charging the ipg. Database analysis revealed high impedances on the electrodes. The charge profile showed poor charger-to-ipg coupling. The battery discharge and charge profiles were observed and revealed no anomalies, and the ipg appeared to be working as expected. The patient underwent a revision procedure wherein the lead was replaced due to the damage caused by the patient¿s activity. The physician did not suspect device malfunction. On the other hand, the existing ipg, which was previously tilted in the pocket, was re-implanted into the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description #: artisan surgical lead, 50cm. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.